Event description:
A couple of days ago, during an IV procedure, leaking was observed around the tubing through what was thought to be the "clave" device. It appeared that the pressure from the IV maintenance fluid was overloading the clave and forcing fluid out of the IV set. Clave device was switched out with an older style clear clave (as used on central lines). Two days later the same type of incident happened again, not once, not twice, but three times on two different patients. We now believe it is the hospira lifeshield primary IV set tubing itself not the clave, that is causing the issue. On patient number 1, nurse observed that the IV tubing was leaking at the extension connection. Nurse replaced the whole IV set up. About an hour later phlebotomy came out and reported that the IV appeared to be leaking. On inspection of the patient's second IV line, another leak was observed from the extension connection on the lifeshield IV set. It had somehow been draped over the suction container and was taking on half to one inch sections of air from what appeared to be the IV extension connection. IV was stopped and upon inspection of the lifeshield IV set the tubing actually fell apart in the hands of the nurse. Tubing appeared to have never been fully bonded. At the same time these two leaks were discovered another nurse reported that his tubing on patient number 2 was leaking just like it had on the incident a couple of days ago where the lifeshield IV tubing was connected to the clave device. Nurse reported that he removed the extension portion of the lifeshield IV tubing and reconnected a different clave device; however, it had the same problem with back flowing/leaking around the tubing.this appears to be a global issue with lifeshield IV set tubing, lot no 22 095 4w. We have saved the tubing from the most recent incidents and packaging that identifies the lot and reference numbers. No patient harm in any of the above mentioned events.======================manufacturer response for lifeshield primary IV set, lifeshield primary IV set (per site reporter).======================we have touched base with the local sales rep. Nothing else so far.what was the original intended procedure?IV procedure.device #1is this a laboratory device or laboratory test?no.